Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, two triclips were implanted. One triclip (40723r1044) had single leaflet device attachment (slda) from septal leaflet. A third triclip was implanted for stabilization of slda and reduction in tr. The mr was decreased to grade 3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.